Manufacturer narrative:
One used device was returned for evaluation. A tear was noted at the 36cm marking, where the tubing appeared to have expanded into a balloon shape and then burst radially. The proximal end of the tube was able to be flushed, but the distal end appeared to be clogged with foreign material. The complaint is confirmed as reported. While a root cause could not be definitively determined, it is likely to be a use related issue. Per the instructions for use, "vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube." All information reasonably known as of 19 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 8 apr 2021, the break in the tubing occurred below the esophagus.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. Photos of the device were provided by the customer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 15 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4).

Event description:
It was reported that the nasogastric (ng) tube broke off inside the patient. Endoscopy was used to retrieve two pieces from inside the patient. There was no other injury to the patient. The ng tube had been placed on (B)(6) 2021 and was found to be broken on (B)(6) 2021. The pieces were removed on (B)(6) 2021. The patient had been receiving novasource renal, 45 ml, continuous, and 60mg prosource, up to 4 times per day. Medications received were listed as: 2 tabs 5 mg apixaban 2x daily started (B)(6) 2021, end (B)(6) 2021, 2 tabs 5 mg apixaban 2x daily pepcid tab 10 mg daily given (B)(6) 2021 to (B)(6) 2021. Polyethylene glycol packet 17g daily (B)(6) 2021 to (B)(6) 2021. Sennosides syrup 17.6 mg 2x daily. (B)(6) 2021 to (B)(6) 2021. Vit b complex-vit c 1 tab daily. (B)(6) 2021- (B)(6) 2021. Per information provided by the facility, there was often many hours between flushing of the tube. A gastric tube was placed in the patient on (B)(6) 2021.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 01 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.